Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device serial/lot number has been added. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and date of manufacture are unknown at this time. UDI:(B)(4).

Event description:
It was reported that during pre-surgery set up it was found that the two (x2) robotic assisted saw interface devices 1 left and 1 right would not hold the saw tightly and was causing the saw to stutter. This event did not occur during the surgery. It was reported that there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the device. The overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. However, while closing the clamp it was noted that the saw clamp lever component was stiff. Gulling is suspected to have occurred internally between the lever pins and the lever component causing the metal components to fuse together. The sasi successfully assembled and disassembled with the mating devices as intended. While conducting functional tests with the production equivalent saws attached, the assessment found no undesired movement or play between the saw and sasi or within the sasi itself. The assembly was secure and rigid once the clamp was engaged. The overall complaint was not confirmed as the observed condition of the device would not contribute to the reported device issue. The assignable root cause could not be determined since no problem was found and maintenance.